Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: unknown, humeral stem, lot #: unknown. Catalog #: unknown, stem, lot #: unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02919, 0001825034-2020-02920.

Event description:
It was reported that a patient underwent left shoulder procedure on an unknown date. Subsequently, patient has been indicated for a revision procedure due to unknown reasons. No revision has been reported to date. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the operative side for this patient did not contain/involve any zimmer biomet components.

Event description:
Upon receipt of additional information it has been determined that the operative side for this patient did not contain/involve any zimmer biomet components.